Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, three days after the implant procedure, the implantable cardiac monitor (icm) experienced atrial undersensing and oversensing. The device remains in use. No patient complications have been reported as a result of this event.